Event description:
Subsequent to the initial medwatch report filed, returned device analysis revealed one cuff tab was broken off and was not returned with the device. A cuff tab measures one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. The location of the cuff tab is not known. The catheterization laboratory staff was contacted and they indicated they were not aware that a cuff tab detached. In addition, the catheterization laboratory staff reported there has been no patient that they could recall which returned with symptoms possibly related to a cuff tab detachment. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The suture was not returned with the device, therefore, the reported suture break could not be confirmed. Analysis of the returned device indicated a posterior needle-to-cuff miss and subsequent anterior cuff-to-needle detachment occurred, which would have resulted in a failure to retrieve the suture and could appear similar to the operator as the reported suture break. In addition, one of the anterior cuff tabs measuring one one-hundredth (0.01) of an inch square was broken off and was not returned with the device. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, the suture broke. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.